Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link 25 oxygen proportioning system was reset to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient injury.